Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. The physician noticed spaceoar vue had infiltrated the patient's rectal wall. The patient's condition was reported to be stable. Boston scientific has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).